Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps output card was not operating properly. A cause of the issue with the card could not be determined. To resolve the issue, the technician replaced the cxps output card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was not showing video signal. No report of injury.